Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to mild-moderate insufficiency, stenosis and a peak gradient measure of 31 mmhg. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years and 1 month post implant of this bioprosthetic valve implanted in the pulmonary position, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.